Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Through implant patient registry it was learned that a 23mm 11500a valve in the aortic position underwent a valve-in-valve procedure after an implant duration of 5 years due to unknown reason. The tavr was performed with a 29mm 9755rsl transcatheter valve.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Through implant patient registry it was learned that a 23mm 11500a valve in the aortic position underwent a valve-in-valve procedure after an implant duration of 5 years due to unknown reason. The tavr was performed with a 29mm 9755rsl transcatheter valve. Per medical records, the patient underwent partial chord-sparing mvr with open atrial technique using 29mm resilia valve. There was no intervention performed on the aortic valve.